Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: the instruction manual gif-1100 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
Hold vm 9.25 the gastrointestinal videoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, whitish foreign material was found in the jet tube. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was foreign material in the jet tube. The additional evaluation findings are as follows: switch #3 had a cut, the control unit had a crack, the air/water cylinder had discoloration, the suction cylinder had discoloration, the screw stopper was replaced, the scope connector was damaged, the scope connector case unit was deformed, the plug unit had a scratch, due to a crack on the bending section cover, insulation resistance value at the distal end did not meet standard value, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the plastic distal end cover had a scratch, the objective lens had a chip and scratch, the light guide lens had a scratch, the connecting tube had a scratch and the universal cord had peeling coating.